Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 53(software error detected) and a battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the pump error, and the customer was able to clear the alarm and able to rewind the pump. Troubleshooting was performed for the battery failed alarm, and the customer reported that the battery cap contacts and battery compartment are not damaged. After inserting a new battery, the issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
The pump passed the self test and displacement test. The pump was successfully downloaded using thump. No pump error 53 or battery failed alarms occurred during testing. A review of the pump history file shows: on 7/6/2025 there was a pump error 15 (inverse check) alarm (16:04) and several battery failed alarms on 7/7/2025 there were three (3) pump error 53 (line number 1299 file number 709) alarms (00:21, 00:29, and 01:00). Pump error 53 is known sw issue. Cgm connection generates fault 53 after rf driver critical data check failure ( pump error 15): after rf driver critical data check failure during one minute periodic test, cgm can not be connected. Ram data is re-initialized, and pump restarts and works correctly, user has to pair ble devices again. When pairing cgm at last steps of cgm connection pump restarts with system_sw_error. The pump was cut open for visual inspection. No evidence of damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Pump error 15 and pump error 53 alarms are confirmed due to a software error. The battery failed alarm is not confirmed and may have been an intermittent failure that was not detected during our testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the self test and displacement test. The pump was successfully downloaded using thump. No pump error 53 or battery failed alarms occurred during testing. A review of the pump history file shows: on 7/6/2025 there was a pump error 15 (inverse check) alarm (16:04) and several battery failed alarms. On 7/7/2025 there were three (3) pump error 53 (line number 1299 file number 709) alarms (00:21, 00:29, and 01:00). Pump error 53 is known sw issue. Cgm connection generates fault 53 after rf driver critical data check failure ( pump error 15): after rf driver critical data check failure during one minute periodic test, cgm can not be connected. Ram data is re-initialized, and pump restarts and works correctly, user has to pair ble devices again. When pairing cgm at last steps of cgm connection pump restarts with system_sw_error. The pump was cut open for visual inspection. No evidence of damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Pump error 15 and pump error 53 alarms are confirmed due to a software error. The battery failed alarm is not confirmed and may have been an intermittent failure that was not detected during our testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.